Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss or low battery alert, no delivery or occlusion and some physical damage. Customer's blood glucose at the time of the incident was unknown. Customer reported that had a bent cannula issues with infusion set, and there were blood traces in the cannula. Device return is not indicated.